Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the ECG electrodes of the lifevest. The irritation was described as red and itchy. The patient also reported that due to scratching, the irritation had gotten bigger. In addition, the patient was wearing a tight fitting garment to prevent alarms. The patient reported applying benadryl cream to the area but stopping because it was causing the device to alarm. The patient reported going to the doctor about the irritation and deciding to wear a larger garment after his visit. Follow-up indicated that the patient was not having soreness and that the device was not causing pressure on his chest.